Event description:
During a tfn femur nail procedure, the surgeon wanted to use the tap, reamer instrument to tap the lag screws in for the procedure because of the patient's age. When the tap instrument was picked up out of the tray it broke at the weld of the instrument and was now in two pieces. The surgeon completed the procedure without using the tap instrument because it was unusable. No further information is available.

Manufacturer narrative:
Device used as treatment. A review of synthes device history records for lot pe00932 revealed the tap/reamer was manufactured by precision edge. Synthes received five shipments of this lot. Po 1243345, dated (B)(4) 2011, for 40 parts, was inspected to the synthes incoming final inspection sheet and the product conformed to all requirements. Laser welding 440a to 440a is a very difficult process and the vendor has requested a change to make the handle from a more compatible material. A design change was made on released on (B)(4) 2012 to change the handle from 440a to 17-4 stainless steel. The returned device was manufactured in march 2011 which is prior to the material change being made and implemented in february 2012. The risk analysis adequately addresses this complaint condition.